Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (ventilator stopped working until alarms would clear itself). All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 54 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
The customer reported complaint on lap top ventilator stopped working at the time when it was being used on the patient, furthermore customer also stated that ventilator indicated alarms (blower demand alarm and patient circuit alarms) while using bipap feature. There was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.